Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Follow-up information was obtained from the nurse manager and peritoneal dialysis (pd) nurse on (B)(6) 2010. The patient was seen at the clinic on (B)(6), 2010 and showed no symptoms of peritonitis. The pd clinic never diagnosed or treated for peritonitis. The patient was doing fine and lab results were good. The peritoneal dialysis nurse indicated that the patient?s home set up of supplies had been viewed and was a stable and approved area for treatment using the homechoice device and supplies. There was no patient injury or medical intervention associated with this incident. No device will be returned for evaluation. This complaint was not confirmed and root cause was undetermined due to lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter?s global technical service center requesting assistance ending therapy on the homechoice machine during the initial drain. The home patient (hp) stated she needed to end therapy due to a supply bag falling off the table and disconnecting from the tubing. Assistance was given to end therapy and the hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.